Event description:
It was reported that the right atrial (ra) lead was unable to be fixated during initial implant. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of lead could not be fixated and unable to implant. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies. All tines were found intact and undamaged.